Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Product analysis confirmed a product malfunction as the most probable cause of the reported mechanical issue and fluid leak. The pump component was visually inspected, microscopically examined, tested for leaks, and functionally tested. No damage or abnormality was noted, no leaks were identified in the pump component. The pump passed all functional tests. No product malfunction was identified with the balloon component. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that artificial urinary sphincter (aus) device no long working. In continue returned. When cuff was removed, a leak was noticed. Complete replacement of all three components. No adverse patient effects.